Manufacturer narrative:
The device was discarded by the manufacturer.

Event description:
It was reported that during testing at the user facility the tps handpiece cord was causing the handpiece to operate without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.